Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that five days post-implant, during a routine device check, it was observed that this right ventricular (rv) lead had perforated the heart wall. The perforation was identified with x-ray and echocardiogram. A pericardial effusion and hemothorax were also noted, and were resolved with a chest tube. The lead was explanted and replaced with a passive fix lead. No additional adverse patient effects were reported.